Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient was transitioned from a dexcom continuous glucose monitor (cgm) to a freestyle libre 3+ sensor, and the caregiver started the sensor using the libre app rather than the ilet bionic pancreas mobile app, resulting in the sensor being paired to another device and not communicating with the ilet system. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms from the ilet and no health impact. User support included troubleshooting and education. Investigation of this case revealed a user setup error that led to an incompatible pairing state in which the sensor was in use by another device, preventing data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error related to app selection during sensor initialization.